Event description:
Literature reference: andersson s, et al. "Gastric electrical stimulation for intractable vomiting in pts with chronic intestinal pseudoobstruction". Neurogastroenterol motil 2006; 18(9):823-30. Pt diaries, hospital records and investigation results before and after treatment were studied and compared to evaluate the long-term effect of gastric electrical stimulation (ges). In one pt the electrodes caused ileus, and a short intestinal resection and explantation had to be performed five months after implant. The explanation was followed by relapse of severe vomiting and a second permanent implantation was performed ten months after the explant.

Manufacturer narrative:
This report is being submitted following an internal audit.